Manufacturer narrative:
It was reported on 04 june 2025 that the patient experienced skin irritation with blisters and welts while wearing the universal electrode patch. The patient visited a physician and was prescribed a topical steroid. Engineering evaluation was unable to be performed as the universal electrode patch was no returned. The universal patch is for single use and disposed after use; therefore, it is not likely to be returned. The patient reported not following skin prep instructions and has a skin allergy to adhesives. Any skin irritation probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified as having contributed to the skin irritation: improper application technique. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on 04 june 2025 that the patient experienced skin irritation with blisters and welts while wearing the universal electrode patch. The patient visited a physician and was prescribed a topical steroid. The patient did not follow skin preparation procedures as patient used alcohol with the patch and has allergy to adhesives. The patient declined wearing alternative electrodes and elected to discontinue service.